Event description:
The customer reported that her blood glucose dropped from 86mg/dl to 64mg/dl and paramedics were called. While paramedics arrived, the customer's sister helped customer to treat her blood glucose. It was also reported that the customer was feeling sweaty, fatigued, had a headache, nausea, and was confused. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.